Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported no image occurred during the device evaluation; however, this information was reported incorrectly and the device evaluation found no abnormalities with the image. The device evaluation found a crack in the adhesive filling part of the image sensor. The cause of the crack in the adhesive filling part of the image sensor is that the alignment was temporarily disturbed due to external stress such as inserting and removing from the trocar at an angle from the state of the insertion part, and the image sensor adhesion. Therefore, it is likely that an unexpected load was added to the agent filling part. Per the legal manufacturer, the crack in the adhesive filling part of the image sensor does not have potential to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported to olympus during a unknown procedure, a e301(patient name display compatible) occurred on the endoeye flex deflectable videoscope. Upon inspection and testing of the customer returned device, the image disappeared. This report is being submitted as a MDR based on this evaluation result. The procedure was completed with a similar device. This report is being submitted as a MDR based on this evaluation result. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the image disappeared. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.